Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) pim replacement. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: poc - (B)(4). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had pneumatic interface module (pim) fault. A getinge field service engineer (fse) stated, cardiosave iabp pm service completed. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. Pneumatic interface module was bad during pm finally received one after back order and replaced to resolve issue. Unit is fine and in working condition no error codes and not any patient contact. There was no patient involvement.